Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. Reported device was not sent back to brézins for investigation but was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the pressure sensor which was sent to brézins for further investigation. Nothing was observed during visual inspection. Part was cross-tested and it presented some fluctuations in values which confirmed that the sensor was defective. Triggering of technical error 42 is a known issue addressed with an internal CAPA opened in july 2020. To our knowledge this complaint was not related to patient safety. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Error 42 downstream pressure sensor.